Event description:
It was reported that the procedure was to treat a de novo lesion in the circumflex (cx) artery with 99% stenosis, heavy calcification and moderate tortuosity. The 3.5x23mm xience pro s stent delivery system (sds) could not advance a 6fr femoral introducer and simply removed. The stent struts were noted to be sticking up from the catheter but remains crimped on the balloon. Another non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified the balloon was partially inflated. The stent was partially expanded. No additional information was provided.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported material deformation was not confirmed. The reported difficult to advance could not be tested due to the device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties appear to be related to circumstances of the procedure. In this case, analysis of the returned device was unable to confirm the reported material deformation of the stent; however, the stent was noted to be partially expanded. It is likely that during preparation for use and/or prior to advancement, the device was inadvertently partially inflated, resulting in the reported difficulty to advance the device into the introducer sheath. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.